Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection revealed no anomalies or defects, however the sample did not meet the leak test specification. The balloon deflated after inflation confirming the reported complaint. Visual inspection of three recent lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band device that leaked air. The following information was provided by the user facility: the tr band leaked from the inflatable balloon immediately upon attempted inflation; an additional tr band was used for hemostasis; the patient was reported to be "ok"; blood loss was reported to be less than 250ml; and the procedure outcome was reported to be "ok". The user facility reported a similar complaint related to another device from the same product code; see MDR 1118880-2016-00223.